Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their reservoir lip ring was loosed. The customer¿s blood glucose level was 13.7 mmol/l at the time of the incident. Customer also stated that the reservoir was able to lock in place came loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Did not note anything wrong with the reservoir tube lip or retainer ring. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Unit has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked.